Event description:
After going on cardiopulmonary bypass the temperature module on the computer aided perfusion system began to flicker and chirp. The main artery pump head stopped. The system was overrode and the cable was disconnected. No further problems.